Manufacturer narrative:
Insulin pump received with no (act, up and escape) button response due to corroded keypad traces. No button error alarm during testing noted. Unable to perform all functional testing including the displacement, operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime compromised forced sensor system and excessive no delivery alarm or verify failed battery test alert and communication anomaly due to buttons not respond (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had unexplained no delivery alarm, rainbow effect on the screen affecting visibility and insulin pump was rejecting new batteries five times. Customer declined troubleshooting. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.